Event description:
It was reported that during carotid surgery, a vascular patch labeled as 8 x 75 mm appeared larger than its labelled dimensions. Patch was cut to accommodate patient vessel and surgery was completed. A patch from the same lot was returned by the institution to the manufacturer.

Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No facility number has been assigned to this report. Evaluation summary: the patch identified as hek08/75cput (1) (B)(4), lot 08l13 was returned to the manufacturer on march 9, 2010. The inspection of the returned product was performed and the product was confirmed to be 14 x 75 mm patch and not 8 x 75 mm as labelled. (B)(4). As a result of the product mislabelling, intervascular instituted a voluntary product recall. (B)(4). Please note that none of affected units was located in the u.s.a. Intervascular notified the affected customers and the relevant competent authorities. (B)(4).